Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. Device received with the audio and vibrator alert functioning properly. No audio or vibrator alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump was not working, all the alarms were not working and the vibration was also not working. Customer's blood glucose value was 165mg/dl. Customer stated that pump did not vibrate during the vibrate test portion of the self test. Customer is unable to complete pump rewind. Customer was advised to revert to back up plan and follow healthcare professional¿s instructions. Insulin pump will be returned for analysis.